Event description:
New information received noted that the lead was capped and replaced on 6 apr 2021 for a continuation of the noise over-sensing issue. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that patient once again presented with noise over-sensing from their right ventricular lead on (B)(6) 2021. The noise was reproducible with isometric testing. Lead was reprogrammed accordingly. A lead revision was also recommended to the healthcare provider. Patient had no symptoms and was stable after the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with noise over-sensing from their right ventricular lead. Device was reprogrammed accordingly. Patient was stable after the event.